Manufacturer narrative:
One (1) used list# 011-h1267, 28 cm (11") connected to two (2) used unknown extension tubing with filter, piercing pin / with clave and spike and two (2) used list#, nacl 0.9% 250ml were returned for evaluation. As received one of the adaptors was easily separated from trifurcated. The separated parts were observed through ultraviolet (uv) light and not enough presence of solvent on the adaptor or trifurcate was confirmed. No damage or excessive force being applied was observed on the sample. Complaints of separation can be confirmed. The probable cause is due to insufficient solvent applied during manual process assembly in ensenada. The lot history was reviewed and no nonconformities were identified that may have contributed to the reported complaint. D9 - date returned to mfg: 8/5/2024.

Manufacturer narrative:
Although the device was requested to be returned for evaluation, it has not been received. Without the returned device, a probable cause is unable to be determined.

Event description:
It was reported that, on an unknown date, a 28 cm (11") set per infusione per pompa con due clave® connector eperforatore confiltro was found to have a material separation during patient use. The following issue was reported by the customer: "the luer lock access routes of the trees become detached from the tubing when the tubes of chemotherapy bags are already assembled. The nurses realized that when the administration of the chemotherapy bags is initiated." There was no patient harm reported. This is four of four incidents.